Event description:
Received an MDR (B)(4) from department of health and human services on (B)(6) 2008 that FDA's medwatch has received an information from (B)(6) that a patient might have been infected with (B)(6) after using normal saline i.v. Flush syringe (lot #s07253) or heparin i.v. Flush syringe, 100 units/ml, 5 ml fill in 12 ml syringe (lot # h102790).

Manufacturer narrative:
Model # - 333-35, catalog # - mih - 3335, lot# - h107290, expiration date - 09/30/2009. MFR date: 09/30/2009. Completed a comprehensive batch review and no anomalies were reported during batch production. All initial, in process, and final testing results were acceptable and within normal limits. Once the report was received from FDA, retained samples of the lots (s07253 and h107290) were tested for sterility per (B)(4) sterility tests. (B)(4). Also spoke with (B)(6) at (B)(6) and she informed me that this patient has a single lumen PICC. Patient was discharged from the hospital with on (B)(6) 2007. When home health nurse admitted the patient to service patient had fever (temperature not known). Nurse gave the patient catheter care with normal saline i.v. Flush syringe and heparin i.v. Flush syringe and left the patients home. Patient was readmitted in hospital on (B)(6) 2007 with (B)(6) and was also put on ventilator. (B)(6) tested syringes from their stock for sterility and they were found to be sterile. The patient was discharged from hospital and per (B)(6) the (B)(6) does not seems to be related to flush syringes manufactured by medefil, inc.